Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. No stryker rep was present for the procedure, but the following were reported to the rep: trunnion failure (wear and damage), liner discoloration. Patient was revised to another stryker liner and a competitor stem and head with a dall-miles cable and sleeve set. Rep confirmed there was no bone fracture, provided the primary and revision implant stickers, and reported that no further information will be released by the hospital or surgeon.